Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The investigation on the digital guide file shows that proposed implant planning positions # 8 and 9 with 3.6 mm implant was rejected by the customer. The customer changed the implant planning for positions # 8 and 9 to 3 mm implant.

Event description:
It was reported that a patient experienced issue with simplant guide file ds design. The customer changed to the implant planning to 3.0 mm implants on positions # 8 and 9 resulting in off-label use. The patient's implant failed as a result and was removed.